Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer states they had issues with blank display. The customer states they woke up to the pump screen being blank. The customer states they tried to replace the battery, but the display did not return. The customer declined to troubleshoot the device. No further information or assistance provided.